Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer blood glucose level was 224mg/dl at the time of the incident and blood glucose prior to the incident was 185 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Additional information has been provided with this report which was missing from the initial report.

Event description:
It was reported via phone call that the customer treated her blood glucose with the insulin pump.

Manufacturer narrative:
Device received with missing segments or partial display due to moisture damage on the electronic assembly. Unable to confirm the critical pump error (open book image) and unresponsive keypad or perform the displacement test and self test due to missing segments or partial display. Moisture damage on the motor assembly, force sensor and lcd also noted during visual inspection.